Event description:
The customer claims that they tested the floor mat with a working alarm and the mat has no alarm tone when pressure is applied. The customer claims, this was the first time the mat was used on the floor. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval, results: eval of the returned product found that there was no visible damage to the mat, wiring or rj-11 clip. The mat did not alarm when standing on it on the floor. The rj-11 clip was replaced on the mat and then it started alarming. (B) (4).